Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer where the customer reported leakage occurred on 3 devices. The event occurred at (B)(6) hospital / neonatology department. There was patient involvement but harm was not reported as a consequence of this event.